Event description:
The customer alleges that the light went out during intubation. No report of a patient injury.

Manufacturer narrative:
(B)(4). The disposable blade was received with no visible signs of abuse or misuse. The blade was connected onto a known good standard conventional handle and was then engaged in the lighting position. The blade burned brightly with no interruptions. No issues noted. Complaint cannot be confirmed. The complaint cannot be confirmed per the functional test. No corrective/preventative actions will be assigned.